Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Event description:
Boston scientific received information that this device exhibited higher than normal charge times of 27 seconds. Previous charge times 6 months prior were 7.7 seconds. As a result of these extended charge times, the device was explanted. No adverse patient effects were reported as a result.